Event description:
It was reported the patient heard an alert from the device system. The superior vena cava coil (svc) on the right ventricular lead had high impedance measurements. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).